Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated she had no delivery alarms during the hospitalization. The customer also stated that she changed her infusion set several times but the no delivery alarms would persist. Nothing further was reported.